Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer did not open to issue. A technical support specialist assessed the station and rebooted it to address the problem. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medbank es system drawer did not open, but it appears as if the item had been dispensed. No information has been disclosed due to a reported malfunction. There were no adverse events or injuries reported based on this event.